Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an interop issues when scanning medication was not determined because no products or device logs were returned.

Event description:
It was reported by the customer that the clinician manually input secondary bags because epic does not calculate the correct intake. For example, a 50ml bag will calculate in the 30ml range. The clinician then has to go back in and change it. They also indicated the primary infusion was running dry when they do the pump interoperability. There was patient involvement, but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that the clinician manually input secondary bags because epic does not calculate the correct intake. For example, a 50ml bag will calculate in the 30ml range. The clinician then has to go back in and change it. They also indicated the primary infusion was running dry when they do the pump interoperability. There was patient involvement, but no harm.